Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using a pre-close technique, via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, for both proglide devices, the proglide plunger was deployed but the needles did not connect with the foot. The tavr procedure was completed and hemostasis was achieved with a non- abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.